Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 29.5 cm. An external insulation abrasion was found at 24.4 to 25.4 from the connector pin breaching the rv cable lumen consistent with friction to the device can. The rv etfe cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.